Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was a power hit to the building (power surge), which resulted in damage to the mains power distribution unit. To resolve the issue fse replaced the mains power distribution unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.